Manufacturer narrative:
H6 correction: device codes changed to "break." Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 12mar2020 and investigation was conducted on 22apr2020. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The silicone insulation on the cold jaw was half way torn, exposing the metal from the tip and remained attached to the jaw. The jaws also looked intact and not broken. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the returned condition of the device, the reported failure "break" is not confirmed. The analyzed failures "material twisted/ bent wire" and ¿peeled; jaw" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw was broken. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.